Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a no delivery alarm. The customer¿s blood glucose was 439 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed no delivery and the buttons would not work. Customer's parent also mentioned that the insulin pump was exposed to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported that the customer had experienced a high blood glucose of 439 mg/dl and treated with insulin pump. No high blood glucose was and no delivery troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.